Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the high blood glucose of 28 mmol/l which was treated with the manual injection. It was reported that the belt clip rails and the battery chamber was cracked. The customer declines the high blood glucose troubleshooting. The device will not be returned for the analysis.